Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient¿s physician allowed the patient to periodically remove the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.